Event description:
It was reported that a folfusor sv2 device would not flow. This occurred during patient infusion with morphic chlorure. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Should the device and/or additional relevant information become available, a supplemental report will be submitted.